Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. The investigation could not verify or draw any conclusions about the reported event based on the provided info. It would not be unreasonable to expect some wear after 13 yrs of implantation. The need for corrective action is not indicated.

Event description:
Pt was revised due to loosening, osteolysis, and poly wear.